Event description:
It was reported that fiberwire broke when the surgeon pulled the driver out of the 2nd. Metatarsal. The wire was removed but the implant remains in the patient unsecured. No more implants were used. The procedure was a bunionectomy.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) for abraded, torn, or broken sutures include nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device has not yet been returned.